Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5072-52 lead, (B)(6) 2012; 419478 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that approximately one and a half years after implant, the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. A temporary pacing lead was placed until the infection cleared and a new system was implanted twelve days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.